Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial measured data showed <250 ohms unipolar lead impedance on a competitor's atrial lead. The measured battery data was >3.5 v, 66 ua, <1 kohms. Programming the device to vvi gave battery data as 2.71 v, 21 ua, 3 kohms. The device was scheduled for replacement.